Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2 and e3 were updated with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the connection issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
While speaking with the olympus technical assistance center (tac), the technician confirmed the problem. The customer was instructed on how to adjust the settings for remote connection to the video system center. The device was retested, and the issue was resolved. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the image from the evis exera iii video system center would not capture onto the "ggastro" image software. The error message "df not connected" was displayed on the device. There were no reports of patient harm associated with this event.